Event description:
It was reported that a catheter issue occurred requiring additional intervention. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During delivery of the catheter resistance was encountered. The machine was turned on and the image went black. When an attempt was made to remove the device, the catheter was stuck. The catheter got unstuck but could not come out through the radial sheath. The catheter was cut, but the catheter was mangled, kinked between the markers, and could not be straightened. The patient's radial artery was cut open to remove the device and there was a patient complication of bleeding. Secondary access was obtained and procedure was completed with an implanted stent without using ivus. The patient outcome was unknown.